Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap exhibited a circumferential fracture distal to fiber/glass cap fusion zone at the bevel edge; the glass and metal caps were detached and not returned; the glass cap exhibited moderate devitrification at the output window; the outer flow tube exhibited stretch marks and mild signs of contamination, likely biologic. Based on the analysis, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that while using the fiber during a prostate procedure, the fiber was observed to exhibit a loss of tissue vaporization efficiency. The fiber was replaced and the procedure was completed using a second surgical fiber. Outcome: "no damages to the patient".